Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. During the evaluation of the device at third-party service center, a machine flow sensor drive ventilator inoperative error code was found in the device's error log. The machine flow sensor needs to be replaced in order to resolve the issue. Additionally, the blower assembly, ca, and air foam inlet filter need to be replaced.